Event description:
A physician confirms that the pt was admitted with diabetic ketoacidosis. The physician believes that the event was due to a crack in the pt's penfill.

Event description:
A pt reported in a letter that the pt had been hospitalized with dehydration and ketoacidosis. The pt used two novopens to control diabetes, one with actrapid and the other with insulatard. The pt injects the actrapid three times each day before meals and the insulatard last thing at night. The event occurred because the glass cartridge of the actrapid had cracked where the pt could not see it and, due to using the pen discreetly in restaurants and on board an aircraft, the pt was unaware that the actrapid the pt believed was injecting was in fact leaking out of the side of the cartridge. Pt became very ill with constant vomiting and excessive thrist during a flight in 2001. Within an hour of getting home the dr visisted pt and after tests showed very high blood sugar levels pt injected yet more actrapid. Pt's sugar levels continued to rise and pt had to be admitted to the hosp with dehydration and ketoacidosis. Pt was given drips to stabilize and rehydrate pt, and was hospitalized for three days. The pt recovered fully. The fault was discovered after the pt was discharged. Further info has been requested.